Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: product ID addr01, implant date: (B)(6) 2009; unk lead implant date: (B)(6) 2003. (B)(4).

Event description:
It was reported that the lead had high impedance and was potentially fractured. The device was reprogrammed to from bipolar polarity to unipolar and the lead remains in use. No patient complications have been reported as a result of this event.